Event description:
This patient had an abdominal aortic aneurysm stent graft for exclusion of abdominal aortic aneurysm (aaa) several years ago. The patient was admitted on transfer from an outside hospital several months ago in extremis for a ruptured aaa. The patient was taken immediately to the operating room where the patient expired due to abdominal exsanguination from a ruptured infrarenal aortic stent graft. The graft was explanted and sent to the manufacturer for analysis.